Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired on the same day. These claims were allegedly caused by the pt's exposure to the product which was administered during the pt's dialysis treatment.